Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event(s) of abdominal pain and peritonitis, which warranted hospitalization and antibiotic therapy. Per the pdrn the etiology of peritonitis is unknown; therefore, causality cannot be firmly established. However, there is no allegation or objective evidence indicating a liberty select cycler product deficiency or malfunction was associated with the event. Based on the information available, the liberty select cycler can be disassociated as there is no objective evidence or implication the liberty select cycler caused or contributed to the serious adverse event(s) experienced by the patient. Moreover, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Furthermore, in up to 20% of peritonitis cases no offending organism is identified. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis patient reported that they were admitted to the hospital for peritonitis on (B)(6) 2019 for a week. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient was hospitalized after experiencing abdominal pain and was diagnosed with peritonitis. A peritoneal effluent fluid culture (no growth) and cell count was collected (date not provided), and the cell count revealed an elevated white blood cell (wbc) count (value not provided). The patient was treated with vancomycin; however, the dose, frequency, duration and route were not provided. While hospitalized, the patient¿s pd catheter (not a fresenius product) was surgically removed and replaced (specifics not provided). It remains unknown if the patient was performing ccpd therapy while hospitalized, however post-hospitalization the pdrn reported the patient transitioned to outpatient hemodialysis (hd), until the patient completed their course of antibiotics. The pdrn stated that the source of peritonitis is unknown. As of (B)(6) 2019, the patient continues to show signs of improvement. The discharge summary and cytologic results are unavailable due to the patient moving to another outpatient dialysis center.